Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant, the right ventricular (rv) lead had high thresholds and minimal capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.